Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon occurred due to faulty patient board set. As to the cause of the defect, the device might have been affected because it was manufactured before the circuit design of the operational amplifier of patient board (dr board) was changed. It was also possible that an image was not displayed because connection with the video connector failed. It was confirmed that the design of the operational amplifier of dr board was changed on april 16, 2018 for the phenomenon ¿no image when 180 series scope was connected.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center front 180 connector adaptor does not work, the image was fuzzy with lines. There were no procedures or reports of patient harm associated with this event. The device was returned to olympus for a device evaluation. During device evaluation, it was observed that the device displayed no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed and attributed to a faulty patient board set causing no/fuzzy image. Additionally, there was a worn-out video connector latch causing poor connection with pigtails, the device had an old version of the main switch, and device was running an old software version that needed to be updated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.